Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A pt's vns programming physician reported that he had a pt with high lead impedance on their systems test: output status - limit, lead impedance - high, dcdc converter - 7, near eos = no. The pt is mentally delayed so he is not certain that no falls or traumas have occurred, but none were reported. The pt's caregivers do not report any change in seizure pattern. The pt was last seen on (B)(6) 2009, and all diagnostics were reported to be within normal limits. The pt will have revision surgery, but a date is not set at this time. The physician's planned on programming their device off till surgery can be scheduled.